Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call being hospitalized due to a heart attack and experienced high blood glucose levels. The customer's blood glucose was over 600 mg/dl. She stated that her blood glucose was over 600 mg/dl all day leading up to the hospitalization. She started vomiting and felt it was time to go to the hospital. She had a tube put down her throat for one day, and she was kept in the hospital for further testing due to heart attack. She was waiting on the results of an angiogram. She stated that she was wearing the insulin pump at the time of the emergency room visit. The insulin pump was removed at the hospital, and the customer was trying to put the insulin pump back on once she arrived home. She declined troubleshoot assistance for the high blood glucose. She requested assistance with doing an infusion set change.